Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported an alarm light emitting diode (led) failure. The customer could not confirm if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. Technical support provided remote assistance to the customer and advised to replace the power switch overlay. The customer reported that replacing the power switch overlay resolved the problem.